Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak). (Cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.0 cm in diameter abdominal aortic aneurysm. Proximal neck was 20 mm in diameter and 45 mm in length. Right iliac was 12 mm in diameter while the left iliac was 13 mm in diameter. Right and left femoral arteries were 12 mm in diameter. It was reported that during final angiography, a type IV endoleak was discovered. The leak type was a blush that came from the main body. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.